Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The unit passed self test but failed the rewind test after multiple attempts. The pump was cut open to perform a visual inspection, and the motor assembly was separated due to a corroded home switch. The following were noted during the visual inspection: a pillowing keypad overlay and a scratched case. In summary, the customer¿s allegation of possible under delivery anomaly was marked as unknown due to failure of the rewind test. Unit separated from the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible under delivery. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed that pump did not make correct bolus wizard calculations based on information entered by the customer. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a back up plan as per healthcare professional instructions. The product mmt-1884 will be returned for analysis.